Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the small intestine during an unknown procedure. The exact date of the procedure was not provided. During the procedure, the device was used for marking in the small intestine. However, perforation in the small intestine was confirmed. Additionally, per the physician's assessment, the cause of the perforation was unknown. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.